Event description:
It was reported that a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The customer reported that they performed extended self testing which cleared the error.